Event description:
Contact reports the tip of the pedicle probe instrument broke off in the pt during spinal surgery. The broken tip portion could not be removed and remains in the pt.

Manufacturer narrative:
Examination of the probe found a break in the instrument's shaft at the 40 mm graduation mark of the instrument. This type of damage is indicative of the use of force over the life of the instrument, resulting in material fatigue and subsequent breakage. Additionally, visual examination found the instrument to have been moderately used. The probe was MFR in october 2004 and was inspected and found to meet specification requirements at the time. The complaint is confirmed. At this time, the complaint is considered to be closed.